Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Products: 5071-35 x4 implantable pacing leads 2005 (B)(6); 5866-38m x2 adaptors 2005 (B)(6). (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) and did not meet expected longevity due to increased current drain related to high right ventricular (rv) and left ventricular (lv) outputs. The device was reprogrammed and explanted and replaced. No patient complications have been reported as a result of this event.